Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the rep that part of the suture assistant cartridge (sw120) broke off and fell into the pt. The broken part was retrieved from the pt. The case was completed using another suture assistant. There was no further consequence to the pt.